Event description:
The customer states that the following axsym bhcg results were reported on a pt being monitor during pregnancy: 03/2004 sample tested undiluted was 861 miu/ml. Twelve days later sample tested diluted 1:200 was 903.6 miu/ml. After three days sample tested diluted 1:200 was 61,648 miu/ml. Two days later sample tested diluted 1:200 was 84,642 miu/ml. Same day the sample from the previous five day was retested diluted 1:200 and the value was 46,642 miu/ml. No impact to pt management was reported.